Event description:
It was reported that during the surgery biosure ha screw broke . No patient injury reported. Back up device was available. Broken pieces were removed from the patient's anatomy.

Manufacturer narrative:
One 8x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint. The first distal thread has broken off and was not returned for evaluation. The screws major diameter and wall thickness was measured and found to meet print specifications. With the limited clinical details provided regarding patient bone quality, graft type and size as well as tunnel preparation a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.